Manufacturer narrative:
(B)(4). Date sent: 2/28/2020 additional information received from affiliate: was there any patient consequence: no.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the white tissue pad had fallen off. Changed to another one to complete surgery. Patient consequence was not reported.